Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is for the replacement iabp, the first iabp was reported on MDR 2249723-2023-01826. The iab catheter is also being reported on a separate MDR.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) physician from (B)(6) medical center contacted in regards to patient they are receiving from (B)(6) medical center livingston, patient had a mega 50 cc iab femoral inserted and was giving intermittent catheter restriction lines. Physician was asking for possible causes for the alarm , there was no visible sign of discoloration in the gas line tubing no restriction. Physician confirmed the iab patient was not moving leg to restrict the gas lumen, and there were no other alarms noted. He stated the iabp would work fine until it did not. He confirmed that the iab was zeroed, and waveforms were good when working properly. He level was good. I suggested swapping out iabp's which was done, then he informed me via text, nothing worked, and the iab was pulled. The iab was not saved. No harm to patient was indicated.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (version or model., catalog no., UDI) d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had restriction on iab catheter or tubing. Someone from st. Barnabas had contacted the esp support group for the same issue, and dr. Saab was asking for other possible causes for the alarm. He confirmed that the iab was in the correct position via x-ray , nor was the iab folded over. There was no visible sign of discoloration in the gas line tubing no restriction. He said the patient was not moving leg to restrict the gas lumen, and there were no other alarms noted. He stated the iabp would work fine until it did not. He confirmed that the iab was zeroed, and waveforms were good when working properly. He level was good. I suggested swapping out iabp's which was done, then he informed me via text, nothing worked, and the iab was pulled. The iab was not saved. No harm to patient was indicated. H3 other text : repair service not done.